Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the reported fluid loss from a crack in the tubing was unable to be confirmed. Device history record review (DHR): the device history record review (DHR) confirmed the device met all manufacturing specifications. Label review: a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 momentary squeeze (ms) pump was visually inspected, leak tested, microscopically examined, and functionally tested. The tubing was identified to be cut down to the pump block; however, no leaks were present. The tubing was not returned for analysis. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. Product analysis was unable to confirm the reported event. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen because the tubing was identified to be cut down to the pump block and the tubing was not returned for analysis.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) device did not work. Two weeks later, the patient underwent a surgical procedure in which it was noted that there was a crack in the pum connecting tube, causing a saline leak. The pump was explanted and replaced at physicians discretion. The cause of the tubing crack has not been identified by the hospital. After the procedure, the patient improved and remains stable.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) device did not work. Two weeks later, the patient underwent a surgical procedure in which it was noted that there was a crack in the pump connecting tube, causing a saline leak. The pump was explanted and replaced at physicians discretion. The cause of the tubing crack has not been identified by the hospital. After the procedure, the patient improved and remains stable.